Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The insulin pump powered up properly after battery installation. The pump was received with operating currents within specs. No weak battery alarms were noted. The pump was received with stripped battery cap coin slot, minor scratches on lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of a button error alarm from the insulin pump. The customer's blood glucose level was unknown. The customer stated that none of her buttons are working and she is getting a weak battery alarm. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.